Event description:
After implantation, a small metal shard was noticed. Surgery successfully completed, shard was removed. Patient's outcome: no adverse affect reported as a result of this event .

Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 minutes. Results of 501 mg/dl, 55 mg/dl and 49 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Catalog # 14-521514, 4mmx14mm dia fixed screw.

Manufacturer narrative:
Catalog number initially reported corrected since investigation indicates metal shard most likely propagated from a fixed screw used in the procedure.investigation indicates the metal shard most likely propagated from a fixed screw used in the procedure. No determination could be made as to how the shard originated on the screw or from what portion of the screw it originated.